Event description:
It was reported that the pump housing around usb port was damaged, which prevented charging and caused pump to shut down, and pump could no longer be considered watertight, with damage believed to be from normal wear and tear. There was no reported adverse impact to the customer¿s blood glucose level. Customer used multiple daily injections as backup insulin therapy, and technical support arranged replacement pump under warranty.